Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion the patient experienced extrusion, infection, urinary and bowel problems, fistulae, recurrence, dyspareunia, neuromuscular problems, vaginal scarring, organ perforation, depression and fatigue. It was reported that the patient underwent mesh revision on (B)(6) 2011 due to an eroded sling. It was reported that the patient underwent revision on (B)(6) 2013, along with a hysterectomy.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent repair of umbilical hernia with mesh placement (bard composix-kugel) due to umbilical hernia on (B)(6) 2009 by dr. (B)(6).

Manufacturer narrative:
(B)(4).